Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 1874 -gastritis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced stomach and back pain and was taken by the parent to the hospital. The patient was diagnosed with gastritis and the ketone values were over 4.0 mmol/l. The patient was treated with 52 units of insulin by the nurses through the pump. The patient was hospitalized for 2 days. At an unspecified time of the event the cgm was reading low and the blood glucose reading was 30.0 mmol/l. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.